Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure testing of the lead showed under-sensing with poor r waves. After repeated placement attempts, the patients heart rate and blood pressure suddenly fell. Resuscitation efforts were immediately started; the patient was ventilated, there was drug rescue, and external defibrillation was performed thirteen times, but the patient died. It was also reported placement difficulty and the under-sensing was due to patient anatomy. The device and lead were removed and the pocket was sewn.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.